Event description:
Boston scientific received information that this lead was explanted due to methicillin resistant staphylococcus aureus infection. This lead had broke near the proximal electrode during laser lead extraction. The tip of the lead was snared and removed from the groin. The lead was out of service was replaced with a new one. No adverse patient effects were reported.

Event description:
Boston scientific received information that this lead was explanted due to methicillin resistant staphylococcus aureus infection. This lead had broke near the proximal electrode during laser lead extraction. The tip of the lead was snared and removed from the groin. The lead was out of service was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.